Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced. The patient&#38112;condition is fine.